Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead was capped and replaced due to undersensing. There have been no reports of patient complications associated with this event.